Event description:
It was reported that the patient presented to the hospital for an implant procedure on (B)(6) 2025. During the procedure, the pacemaker was noted to exhibit crosstalk oversensing on the ventricular channel during atrial pacing with ventricular safety pacing (vsp) occurred with no pacing inhibition. The device pocket was reopened to replace the pacemaker. Upon testing with both opened and closed pocket, it was also noted that the new pacemaker exhibited crosstalk oversensing with no vsp occurring and no pacing inhibition noted. The new pacemaker remained implanted. The patient was in stable condition.

Manufacturer narrative:
The reported event of over-sensing was not confirmed. The device was received with normal telemetry and normal output. Sensitivity and crosstalk/ noise tests performed did not find any anomaly. Additional analysis performed, including thermal and mechanical testing of the device did not find any anomaly. Assessment of total longevity was performed, and device was found to have appropriate remaining longevity. A device history record (DHR) review was performed, and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.

Manufacturer narrative:
Correction: section d6a - date of implant and d6b - date of explant should be (B)(6) 2025 rather than left blank.